Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in use for 1 hour prior to the issue. No, the surgeon did not notice any issues with the functionality of the instrument. There was no instrument collision. The instrument was not removed during the procedure. The staff did not feel any resistance during removal. The wrist was straightened, no damage occurred outside the cannula. No fragments fell inside the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: the image appears to show a maryland bipolar forceps instrument with a broken molded insulator.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal without lymphadenectomy surgical procedure, the 6mm maryland bipolar forceps instrument was observed to have a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken molded insulator on the lower jaw. The broken piece measures approximately 0.75mm x 7.20mm and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the molded insulator of the lower grip tip. The broken piece was not returned with the instrument. The instrument was found to have a detached intact grip tip. The grip tip became detached as a result of the break on the molded insulator. The root cause of this failure is attributed to user. The common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the inital findings were confirmed. The instrument exhibits a broken molded insulator. The bipolar conductor wire associated with the grip with the broken molded insulator is intact, and as such the remains of the grip are attached to the instrument by the conductor wire. The grip is dislodged from its typical location and has been coded as dislodged. There were no additional findings as the grip base associated with the unbroken molded insulator did not exhibit any bending. The grip base associated with the broken molded insulator also did not appear to exhibit bending or torsion. The probable root cause of the broken molded insulator and the related dislodged grip tip is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.